Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that occasional undersensing of atrial fibrillation as well as auto mode switching episodes were observed on remote transmission. The doctor opted to monitor the patient. The patient was stable.